Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Increasing pulse widths leading to a single timeout as well as rotational sensor abnormalities were observed in the device download data. The rotational sensor abnormalities caused first prime to end prematurely. After 44 pulses across both priming sequences, the needle mechanism was not deployed. The device was reset and rerun. The pod deployed as expected and rotational sensor abnormalities did not replicate in the rerun. Inspection of the rotational sensor components found contamination on the commutator cap; however, because the rotational abnormalities were not replicated in rerun it cannot be confirmed if the observed contamination caused the initial rotational abnormalities. The observed rotational sensor assembly malfunctions are confirmed as the cause of the priming sequences ending early and subsequent needle mechanism failure. A tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. It could not be determined how or when this damage occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that at pod activation the needle deployed as intended, but the cannula did not deploy and the pink slide did not move forward, indicating a needle mechanism failure occurred.